Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. Device had cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when she pressed the up arrow button while trying to program a bolus. The customer changed the battery and stated that the keypad was working. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 108 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.